Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Falcon hp; guide wire: sion blue. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned nc trek dilatation catheter noted blood in the guide wire lumen, which is consistent with guide wire insertion. There was contrast in the inflation lumen and in the balloon, which is consistent with preparation for use. The balloon was returned partially inflated, which is consistent with the reported information that the balloon was inflated. There was a kink in the strain relief tubing at the distal end of the hub, and the shaft was separated at the kink. Follow-up information received from the affiliate and sales representative stated that no damage to the shaft was reported by the physician, but it is unknown when it occurred. Scanning electron microscopy (sem) analysis revealed that the hypotube failure may be attributed to ductile overload at the bend/kink. An indeflator filled with water, was used in an attempt to pressurize the balloon; however, fluid leaked from the separated hypotube. After an inflation luer was attached to the proximal end of the separated hypotube, the balloon was able to be pressured to rated burst pressure (rbp), with no damage noted to the balloon. Guiding catheter resistance was not tested due to the condition (separation) of the device. Factors that may contribute to difficulty deflating the balloon include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation, deflation technique, contrast concentration, anatomical condition, contamination in the inflation lumen, damage to the guide wire, damage to the device, connectivity with the indeflator, and/or interactions with other devices. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, damage to the device, damage to the guiding catheter, size selection, and/or procedural technique. In this case, there was no report of any damages or leaks during preparation for use, or during the first and second inflation/deflation, which suggest that a product deficiency did not contribute to the reported deflation issues. Based on the reported information and the returned product analysis, it is most likely that the shaft damages occurred during the procedure, and obstructed/prevented deflation of the device, which subsequently led to difficulty retracting the device through the guiding catheter. There is no indication of a product deficiency. It was reported that the device was prepared for use inside the patient anatomy. It should be noted that the nc trek coronary dilatation catheter instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. In this case, it is unlikely that the reported IFU deviations directly caused or contributed to the reported difficulties. A review of the device lot history record did not reveal any associated nonconforming material record that would have contributed to the reported event. A query of the complaint-handling database for the reported lot revealed no other incidents. All dilatation catheters are inspected for damage and are leak tested during manufacture. Additionally, a sampling of units is destructively tested to verify deflation times prior to lot release.

Event description:
It was reported that during a moderately tortuous, mildly calcified, 99% stenosed anterior descending artery, a non-abbott stent was deployed mid to distal and the nc trek balloon catheter was used for post dilatation. The balloon catheter was dilated two times at 16 atmosphere (atm). Examination by intravascular ultrasound (ivus) revealed the stent struts were not properly apposed to the vessel wall. The nc trek balloon catheter was advanced a second time and inflated at 14 atm, however, the balloon could not be deflated. As the balloon was slightly deflated the nc trek balloon catheter was withdrawn into the guide catheter with resistance. There was no reported adverse patient effect. There was no reported significant delay in the procedure due to the device issue. Though requested, no additional information was provided.